Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Analysis of the returned device found the shaft was wrinkled and kinked along its length and compressed on its distal tip, however, the reported complaint that the shaft broke was not confirmed during analysis. The balloon inflated and deflated as expected during functional testing. The damage noted to the device is known to affect its performance; as such, the reported difficulty inserting, balloon wrinkled and kinked was likely due to procedural factors. Based on the information available and device analysis, the broken catheter shaft was not confirmed and no problem detected was assigned to this event. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported resistance was felt during insertion into the sheath, the balloon wrinkled and kinked and the shaft broke. There was no clinical consequence to the patient as a result of this event.

Manufacturer narrative:
Subject device is not available.

Event description:
It was reported resistance was felt during insertion into the sheath, the balloon wrinkled and kinked and the shaft broke. There was no clinical consequence to the patient as a result of this event.